Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR report #1627487-2015-12479 reference MFR report #1627487-2015-12480 reference MFR report #1627487-2015-12481 note: the patient received two 3189 leads from the same lot number. It was reported the patient's thoracic stimulation is auto-reducing. The patient underwent surgery where the extensions were removed and the two cervical leads were disconnected and left in situ. The existing thoracic leads were then attached directly to the patient's ipg. The follow-up revealed the patient experiences effective stimulation. Note the cervical leads remain implanted; however the leads are no longer in use.

Event description:
Device 1 of 4. Reference MFR report #1627487-2015-12479, 1627487-2015-12480, 1627487-2015-12481. New information was provided regarding device 4.